Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that multiple occlusion alarms occurred. Customer changed out all supplies to resolve the issues. Customer¿s blood glucose level was between 276-376 mg/dl.